Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered multiple boluses without user input. Review of the pump data logs by tandem technical support verified that the boluses were manually entered and delivered by the customer; however, the contact maintained the belief that the pump delivered multiple boluses that were not entered. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. The customer's mother provided assistance and the customer consumed glucose tablets and sugar to address bg. The customer reverted to an alternate method of insulin therapy.